Manufacturer narrative:
One sample used sample of item 2420-0007, lot 25073009 was received for quality evaluation. Visual examination of the sample indicates that the tubing separated at the inlet port of the most distal y-site smartsite in the assembly. Further examination of the sample under magnification indicates a lack of solvent on the bonding surfaces. Due to the sample being separated, function of the infusion set could not be tested. The customer complaint of separation was confirmed. Investigation forwarded to manufacturing for root cause analysis. After the investigation, it was determined that the root cause for the issue was an issue with the solvent dispenser. An update to the preventative maintenance schedule of the solvent dispenser was conducted in order to address the issues with the solvent dispenser. A device history record review for model 2420-0007 lot number 25073009 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Manufacturer narrative:
E.1. Initial reporter facility name: (B)(6). H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd alaris pump module smartsite infusion set had defective tubing. The following information was provided by the initial reporter: when our nurse was connecting the chemo tubing to the primary tubing below, the tubing broke at the y-site and blood came back through the tubing and out. Thankfully it was not chemo, but it is a problem that needs to be addressed. Additional information received from the customer: what was the impact to the patient? Treatment delay in flushing the line, ensuring the IV was still patent and safe to use, clean-up of the spill, calming the patient, reporting to pharmacy and investigating the issue for patient safety, new set up. Any adverse event or serious injury reported to patient or healthcare professional? If yes, please provide the details. No.